Event description:
It was reported that the ventilator failed pre-use check. Moreover based on the logs, the ventilator generated technical error codes indicating a turbine module communication error and several power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the battery switch test failure was caused by defective battery module. Review of the device's logs reveal that several technical errors were generated, however, these technical errors were not reported by the customer or technician and no action were taken at this time. The source of the technical errors activation is unknown, therefore, the cause cannot be determined.

Event description:
Manufacturer's ref. #: (B)(4).